Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was not in patient use. The customer contacted the manufacturer's product support team and was instructed to replace the oxygen blending module board to address the issue. There was no contact information provided to confirm the issue.